Event description:
The patient has a history of pseudotumor cerebri and had presented to the physician (md) several weeks prior to this event with headaches that were nonresponsive to shunt dialing. It was decided that she may be in shunt failure. She had a shunt revision. Two weeks following this procedure, she went to the ER with persistent headaches. On valve check, it was set at 40 and it was supposed to be set at 200. The patient's valve was dialed up to 200. She was followed up as an outpatient. Half a month after the shunt revision, she presented to the ER with drainage coming from her incision and a small dehiscence over the reservoir. She was admitted and scheduled for shunt removal and placement of an external drain. One day later, she went to the or and had the shunt removal and placement of an external ventricular drain (evd). Upon examination, the shunt valve was broken.